Event description:
Related manufacturer report number: 1627487-2023-03539. It was reported that during the patient's ipg revision procedure on (B)(6) 2023, the physician clipped the patient's right extension. As a result, the extension was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.